Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck is 28 mm in diameter and the neck angulation is 15-20 degrees. It was reported that on a follow up scan, a proximal type ia endoleak was identified. The physician did not state the cause of the event. The patient underwent an intervention and a endurant cuff and aptus endoanchors were placed. However, the type ia endoleak remained. The patient was alive and was being transferred to another hospital for re-intervention. The patient received treatment at another hospital. No type ia endoleak was seen on angio; however, the physician did notice a small amount of residual contrast upon retrograde injection in the left iliac; which they stated was likely due to disease progression. An endurant limb was placed and this resolved the issue. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.